Manufacturer narrative:
Product complaint #(B)(4). Corrected information: d 4. Primary UDI number, d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer? Additional information: d 4. Expiration date, d 9. Date device returned to manufacturer , d 9. Is device returned to manufacturer?, h4. Device manufacture date, h 6. Component code, h 6. Type of investigation, h 6. Investigation findings, h 6. Investigation conclusions h6 component code: g07002 - no device problem found investigation summary ==> the product was returned to ethicon for evaluation. Thirty-four representative unopened samples that pertain to product code 6951h were received for analysis. Upon initial inspection of the samples, no external damages were observed on the external packets. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. A functional test was performed using instron equipment and tensile force was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: lot number was reported to be tbejp, however it was not recognized as a valid lot number. Could you please confirm the lot number. Tdbejp. Did the suture break during dispensing, but before use on the patient? If yes, how many times? No. Or did the suture break during use on the patient. If yes, how many times. Thread broke when pulled through the tissue, no further information available. The following information was requested, but unavailable: if possible, please confirm the number of sutures that break during this procedure. Please specify when did the suture breakage occur. This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The thread breaks when pulled through several times directly behind the needle. No adverse patient consequences were reported. Additional information was requested.